Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review results detailed in the prr table did not determine probable cause. A device history record (DHR) was not performed as the lot number is unknown, and a ship history review could not be performed to identify most probable lots. A labeling review was performed on the device instructions for use (IFU). The IFU cited that, residues of blood and tissue and/or damage can lead to overheating of the lighttrail reusable laser fiber tip. The use of irrigation is recommended throughout the procedure to absorb any heat produced. Based on the information available, the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.

Event description:
It was reported that during a holep procedure, after five uses of a sterilized fiber, it was no longer sufficiently permeable. A new lighttrail reusable fiber 600 micrometers was used. After a few minutes, a smell of burnt plastic was detected. Shortly afterwards, smoke appeared at the connection point. The fiber was immediately replaced and there were no further problems. The procedure was completed using the original console and with a different fiber. There were no patient complications.

Event description:
It was reported that during a holep procedure, after five uses of a sterilized fiber, it was no longer sufficiently permeable. A new lighttrail reusable fiber was used. After a few minutes, a smell of burnt plastic was detected. Shortly afterwards, smoke appeared at the connection point. The fiber was immediately replaced and there were no further problems. The procedure was completed using the original console and with a different fiber. There were no patient complications.